Event description:
It was reported that balloon rupture occurred. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inserted into the patient and was inflated three times successfully. However, the balloon could not be inflated completely during fourth inflation and ruptured. The device was then removed from the patient and was still intact; no parts of the balloon were left inside the patient's body. The procedure was completed with another of the same device. No complications reported and the patient is stable.